Manufacturer narrative:
(B)(4). Failed battery test due to corroded battery tube. Unable to confirm motor error alarm or perform the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test due to failed battery test. Pump passed stop current and run current test. Motor passed motor test. Pump had cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip, belt clip slot, minor scratched and cracked display window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 232 mg/dl. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.